Event description:
Clinical study. Same case as 2134265-2008-01845. It was reported that during a carotid artery stenting treatment procedure, the pt experienced a transient ischemic attack (tia). The lesion being treated was 7mm, 80% stenosed, 25mm long portion of the ostium right internal carotid artery. The physician treated the lesion with placement of the filterwire ez and the nexstent. Following post-dilatation, there was 0% residual stenosis. During the index procedure, the site reported the pt experienced a tia. The neurologist was consulted. No mr or CT scan was performed. There was no stent failure/malfunction related to the filterwire ez being delivered or deployed at the intended location, and the stent delivery catheter was delivered successfully. The pt was discharged the next day on plavix and aspirin. In the opinion of the physician, the relationship of the tia to be possibly related to the filterwire and nexstent devices.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.